Manufacturer narrative:
The technician found the left head siderail broken at the two cylinders which go through the frame and support the siderail. The technician replaced the siderail to repair the bed.

Event description:
Information received indicates the left siderail has broken off of the bed.